Manufacturer narrative:
Sample has not been rec'd by MFR in time for this report.

Event description:
The event is reported as: complaint rec'd via medwatch from the FDA. The catheter broke in half where the catheter attaches to the thicker tubing. No pt injury reported.